Manufacturer narrative:
Device is a combination product.

Event description:
Evolve 48 clinical study: it was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as stable angina. Prior to procedure, the patient was noted to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization and on the same day, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 99% stenosis and was 42mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 48mm study stent followed by post-dilatation with 0% residual stenosis. However, post deployment of the study stent, there was a grade e dissection noted which was treated with the placement of a 2.5 x12mm non-study stent. Post procedure, 0% residual stenosis with timi 3 flow was noted. On the next day, the patient was discharged on dual antiplatelet therapy.

Event description:
Evolve 48 clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as stable angina. Prior to procedure, the patient was noted to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization and on the same day, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 99% stenosis and was 42mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 48mm study stent followed by post-dilatation with 0% residual stenosis. However, post deployment of the study stent, there was a grade e dissection noted which was treated with the placement of a 2.5 x12mm non-study stent. Post procedure, 0% residual stenosis with timi 3 flow was noted. On the next day, the patient was discharged on dual antiplatelet therapy. It was further reported that the lesion was pre-dilated with apex mr balloon 2.00mm x 20mm and nc quantum apex mr balloon 2.5 mm x 20 mm was used to post dilate. The dissection was noted in proximal rca.

Manufacturer narrative:
Device is a combination product.